Event description:
A customer reported receiving higher than feels readings on her adc glucose meter. A reading of 322 mg/dl taken at 11:43am on (B)(6) 2012 was reported. The customer reported experiencing an unspecified injury related to this issue, but declined to troubleshoot or complete a medical survey, and no further information was provided. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. All pertinent data available to abbott diabetes care has been reported. (B)(4).